Event description:
It was reported by service report that the bed was sparking when it was plugged in. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Exposed wires; incorrect screws securing power inlet filter; power inlet filter module.